Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/19/2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a cracked. The pump powered on to a blank display. The pump was opened and test display was used; the pump was fully functional with the test display. The initial complaint was confirmed. Unrelated to the original complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.